Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. The product development evaluation, visual inspection report stated the aiming device was returned without the screw. The weld is broken all around and the assembly can be disassembled. The design evaluation report states the laser weld has completely fractured all around the stem and base of the aiming device. It is uncertain how this occurred as the complaint description explains that the breakage was discovered after reprocessing. The welded assembly of the device must have been broken into two components prior to the screw falling out and was then put back together. There is no evidence as to how this device was used for it to fail in this mode. Therefore it is deemed indeterminate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
It was reported by the synthes sales consultant that when the detachable aiming device for synfix came out of sterile processing after being cleaned that the inner screw had fallen out, the part is broken. There is a weld which prevents the sales consultant from putting the screw back in. There was no surgeon or patient listed on the complaint. The sales consultant does not know when the damage occurred. Event #1 of 1 for complaint #(B)(4).